Manufacturer narrative:
Siemens filed MDR 2247117-2021-00040 on (B)(6)2021. Additional information (04-feb-2022): siemens further investigated the issue and reviewed instrument files and found the potential of air bubbles/foam within the reagent wedge. However, siemens determined that the bubbles were not large enough to cause a false level sense error. Siemens determined that from an instrument perspective, the instrument was performing as expected after service was performed on the instrument and quality controls recovered acceptably. Siemens also provided assay performance information to the customer. Due to the age of the instrument and an agreement with the customer, siemens subsequently replaced the instrument. The cause of the event is unknown. Mdrs 2247117-2021-00037 _s1, 2247117-2021-00038_s1, and 2247117-2021-00039_s1 were filed for the same event.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc). Calibrations and quality controls were acceptable prior to the event. Siemens customer service engineers (cse) have been dispatched to the customer's site multiple times. During these visits, the cse decontaminated the instrument, replaced the water filter, probe wash, sample probe, reagent probe and substrate, and performed adjustments. Precision studies recover acceptably on the instrument and the cse also performed a water test, which resulted acceptably. Siemens also reviewed instrument files and determined that the instrument has been producing error messages since the beginning of october. The cause of the event is unknown. Mdrs 2247117-2021-00037, 2247117-2021-00038, and 2247117-2021-00039 were filed for the same event.

Event description:
A sample was tested for intact parathyroid hormone (intact pth) in duplicate on an immulite 2000 xpi instrument and different results were obtained on the patient sample. The correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the different intact pth patient results.